Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported to philips that the device's ECG out connector was damaged. There was no patient involvement / adverse patient impact.